Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Note: the patient also experienced granuloma on the right breast implant (becker siltex 400cc), however, since that implant is not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, events that involve the right device would not need to be reported as MDR. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 175cc and experienced rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5-nov-2021, mentor received additional information about this event. The patient had a history of right-sided breast cancer, including mastectomy and immediate reconstruction with the complaint device. In addition to the previously-reported rupture, the patient also suffered from grade IV capsular contracture. The patient underwent bilateral explantation without replacement on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).